Event description:
A (B)(4) male pt contacted zoll customer support to report that he was receiving asystole alarms, but felt fine. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (asystole event) has been confirmed. Upon eval, the electrode belt failed the full-belt test. The green belt discharge wire was open in the cable connecting ECG c and d. The cause of the failed full-belt test was the open wire. The root cause of the open wire cannot be positively identified. No adverse event resulted from the open wire. The pt received a replacement electrode belt.